Event description:
It was reported, that the pt experienced headache/dizzyness approx. 2-3 weeks ago. Advised to attent "gp". Collapsed at "gp" and was admitted to hosp. Since then, pt has not been able to wear processor, as they experienced unpleasant crackling/"ehhh" sound whenever using it. Seen by med-el in 2004. Possibly device failure, lack of access to sound, unpleasant stimulation. Telemetry results to be analyzed by ibx. Results to be fed back to clinic asap. Appointment with local team to monitor situation and check telemetry arranged for 6 days later. Appointment with med-el arranged the following month.